Event description:
A talent stent graft system was implanted in a patient for the treatment of an abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was long 5 - 6 cm in length, funnel shaped measuring 35 - 36 mm proximally (just below the renal arteries) and 28mm distally, (just above the aneurysm sac) and moderate angulation with calcification. It was reported that the physician intentionally deployed the bifurcated stent graft low to allow room for deployment of the talent thoracic cuff. The thoracic cuff was inserted without a sheath on the right side, and it was difficult to track the cuff to the intended landing zone. The physician started the deployment of the thoracic cuff stent graft to the renal artery; however, one of the apexes deployed misaligned and the physician was unable to pull the delivery system down in fear of unsheathing the stent graft or pulling it into the flow divider of the bifurcated stent graft. The thoracic cuff was deployed with one bare spring misaligned. There was a good seal and no endoleak was present. The physician modelled the gate area of the bifurcated stent graft with a balloon, as there was a wrinkle in the fabric in the area without a stent. (Mfg 2953200-2010-02128). The physician also implanted 2 aneurx iliac limbs in this area to ensure patency of the stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation results: (moderate angulation with calcification of the). (Thoracic stent graft used in the abdominal aorta). Evaluation conclusion: (moderate angulation with calcification of the aortic neck). (Thoracic stent graft used in the abdominal aorta).